Manufacturer narrative:
(B) (4) (B) (4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated a pregnant patient generated positive results on the axsym toxo igm and igg assays. The toxo igm result was suspected to be incorrect. This patient was previously tested in (B) (6) 2008 and was toxo igm negative and toxo igg positive. The sample from (B) (6) 2008 was retested and generated positive results for both toxo igm and toxo igg. In addition, the current sample was sent to another laboratory and generated positive results on axsym toxo igm and toxo igg using the same reagent lot. No impact to patient management was reported.